Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Brand name - unknown. Product identification & expiration date - unknown. PMA/510(k) number -- unknown. Manufacture date ¿ unknown.

Event description:
It was reported a patient underwent a right total hip arthroplasty on (B)(6) 1989. Subsequently, the patient was revised on (B)(6) 2014 due to loosening of the acetabular cup. The cup, liner, and head were removed and replaced.